Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of a loose electrocardiogram connection and further noted that the touch screen and the latch of the cable bay were cracked. The programmer is to be scrapped. (B)(4)

Event description:
It was reported that the programmer had a loose electrocardiogram connection. It was returned for service. No patient complications have been reported as a result of this event.